Manufacturer narrative:
During the evaluation of the device a leak was found on the a-rubber which was also torn. A dent was found in the insertion section. There was a kink and a dent in the universal cord. The instructions of use state: caution: bf-160/p160/1t160/xt160/3c160 are not compatible with sterrad® nx¿. Instrument damage and patient injury may result. Regarding the compatibility of other plasma sterilization processes, please contact olympus. Device history record review was performed and found no non-conformances that would cause the reported malfunction. Root cause of the reported event is attributed to user handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue. The issue was determined to be caused by user error. The device is still being serviced by olympus. Upon completion the device will be returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that during reprocessing of the bronchofibervideoscope it was accidentally placed into the sterad sterilization machine damaging the scope. No patient involvement, injury or harm was reported. No additional information was obtained.